Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 88581, were returned and analyzed. The data files showed that at least 14 applications were performed with the returned balloon catheter on the date of the event without issues. System notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed a mapping catheter was stuck in it. System notice 50005 immediately appeared upon connecting the catheter to the console. The performance test was not performed due to persistent system notice 50005. Dissection showed a guide wire lumen twist, kink and breach at 1.47 inches from the tip inside the balloons. In conclusion, the catheter failed the returned product inspection due to the guide wire lumen twisted, kinked and breached. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.